Event description:
Information was received from a patient. It was reported that the patient does not currently have a doctor managing her pump. She has not had medication in the pump for over 4 years and no doctor will take her now because she has the pump in her body and they will not even remove it. Pump explant has not been performed or scheduled because she can not find a doctor to manage her care. There were no known circumstances that led to the pump shifting in the pocket. They had no falls or trauma at the time. She does not recall reporting that the pump had shifted. The pump shifting in the pocket, pain and swelling has not been resolved because she is not able to find a doctor. The patient does not know her weight at the time of the reported event. She is a small framed woman and due to the swelling and pain, her left side is protruding because of the pump. She is still having a lot of pain and swelling and is trying to find a doctor to remove the pump. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via an email. In the email the patient stated that she had her pump for 4 years without any medication in it and she needed the pump to be removed because it was causing her pain and the left side of her abdomen was ¿enlarged extremely enlarged¿. She had severe pain in her abdomen, and it felt like there was something big under the pump and she could feel it and it could be seen if you looked at her from the front side. She stated that she had congestive heart failure and her pcp (primary care physician wouldn¿t help her find a doctor to take it out and the doctor that originally put it in no longer practiced. She stated that she could handle her back pain without any narcotic pain medicine by mouth or the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer on 2019-jul-23 regarding a patient with an implantable pump for non-malignant pain. The patient reported having pain at the pump site for about a year (date of event was unknown). The patient stated the pain has gradually gotten rose and now the pain was getting unbearable. There were no falls or trauma reported. The patient stated they could not find an healthcare professional (hcp) to remove their pump and noted their implanting physician was no longer practicing. The patient was asked what medication was in their pump and they stated the pump has not had drug in it for over two years. The patient stated their insurance stopped covering their physician because they said it was too expensive. The patient chose to just not have the pump filled. A list of physicians in the patient¿s area was requested. Additional information was received from consumer on2020-aug-31. About 1 to 2 years ago, the pump area began physically hurting the patient. The area was swollen. The date of the event was unknown. The patient was not taking any oral meds and was experiencing pain because of this issue. The patient wanted the pump removed but had not been able to locate a physician to remove it. The drug that was previously in the pump was as follows: clonidine, bupivacaine, baclofen, fentanyl, and saline. Dose rates and drug concentrations were unknown; no therapy dates were specified. Additional information was received via a healthcare provider (hcp) on 2021-mar-01. They had seen the patient back in march of 2019 and the pump was empty and not unusable. It was stated that the pump has been empty for a few years. It was further noted that the pump was shifting in the pocket and patient was having pains in the abdominal area. They were currently looking to find a surgeon to remove the pump. The date of the event was unknown.